Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On 04/05/2024, the patient developed redness, inflammation, and an infection at the needle puncture site. The patient had swelling in the area and the skin was hot to touch. On an unspecified date, the patient went to an urgent care clinic due to the infection spread down the arm and to the elbow. The patient received an antibiotic injection and was prescribed a course of unspecified oral medication. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.